Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received a prompt stating to change the cartridge. Additionally, it was reported that the cartridge leaked. A new cartridge was loaded to address the issue. Customer's blood glucose level was 290 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge leak was verified. No failure related to the reported alarm was verified as the pump was not returned for investigation.